Event description:
The customer reported the images were unusable and rebooted the system in order to regain diagnostic image quality. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.